Manufacturer narrative:
Unit received with missing retainer ring and reservoir tube lip o-ring. Unit received with partially broken off piece at the reservoir tube lip. Unable to perform displacement test and p-cap or reservoir will not lock properly due to missing retainer.

Event description:
Customer reported via phone call that the reservoir compartment was coming off including the o ring. Customer's blood glucose value unknown. Troubleshooting was performed. Customer stated that the reservoir able to lock in place when inserted into insulin pump. Customer stated that the sensor was updating and end up with change sensor alert and when pulled it out, there was blood on the sensor. Customer did receive a sensor updating or sensor glucose value not available alert. Customer did not receive a calibration not accepted alert. Customer did receive a change sensor alert. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.